Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke with a blood glucose of 65 mg/dl during their first week using the ilet after having eaten two hours before bedtime and treated the low with oral glucose. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose and no need for professional medical intervention. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event involved hypoglycemia with an undetermined cause, and user counseling emphasized avoidance of overtreatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.